Manufacturer narrative:
(B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(6). The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(6). Before they use the device, they found the proximal seal was broken.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use were observed. There was no blood on or in the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The anchor and tension spring assembly were loaded inside the delivery tube with the seal extending outside the tube. The seal was observed under microscopy; there was no non-conormance observed. The following measurements were taken; the inner delivery tube diameter was measured as [.198] in. The outer diameter was measured at [.220] in. The length of the delivery tube was measured at [2.50] in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint was not confirmed but confirmed for "fitting problem/failure to load." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
(B)(4). The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. (B)(4). Before they use the device, they found the proximal seal was broken.